Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had passed away, and leading up to the event were the complications from diabetes. The event involved the products unomedical and unk_ngp. Troubleshooting was partially performed. It was unknown that the insulin pump was used within 48 hours. It was also unknown that the auto mode feature was active at the time of the event. No product return is required for unomedical. No product return is required for an unknown ngp.

Event description:
Updated summary: it was reported to medtronic minimed that the customer had passed away due to complications from diabetes. The event involved the products mmt-397a, mmt-332a and mmt-1884. Troubleshooting was partially performed. It was unknown whether the insulin pump was used within 48 hours. It was also unknown whether the auto mode feature was active at the time of the event. No product return is required for mmt-397a. No product return is required for an mmt-1884. No product return is required for mmt-332a.

Manufacturer narrative:
Additional information has been received regarding the product material change which was not included in the initial report. So, the correct product material has been changed from unk_ngp to mmt-1884 as per new additional information and updated in sections b5, d1/d2a/d2b, d3, d4 and d10 (updated the concomitant products) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.